Event description:
It was reported that the meshgraft ii was chewing up the skin graft.

Manufacturer narrative:
The device was returned to the MFR for repair, however, the eval of the device is not complete. A follow up medwatch will be submitted once the eval has been completed.